Event description:
It was further reported that the lesion being treated at the index procedure had a reference vessel diameter of 3.00 mm, 90% stenosed and a length of 16.0 mm was located in the proximal left anterior descending artery. It was treated with pre-dilatation, placement of a 3.00x16 mm taxus liberte stent and post-dilatation. Residual stenosis became visually 0% ds and timi-3 flow had been kept since pre-index procedure. The patient was discharged without complications the next day on aspirin and clopidogrel bisulfate. 78 days post-index procedure, chest pain was confirmed. The patient was readmitted february 2010 and pci was performed. 175 days post-index procedure, not 19 days as previously stated, the patient had ischemic symptom (cardiac chest pain). The lesion was treated and timi-3 flow had been kept throughout the procedure. The patient was discharged the next day not 2 days later as previously stated.

Event description:
On (B)(6) 2010, baxter product surveillance contacted the homechoice patient (hp) for follow-up on an unrelated issue. The hp stated he is temporarily on hemodialysis due to an infection. On (B)(6) 2010, product surveillance contacted the peritoneal dialysis who nurse confirmed the infection was peritonitis. She explained that patient had bowel issues and was admitted to the hospital on an unknown date for gastrointestinal (gi) bleed. Patient had a colonoscopy and it was after that procedure that the patient developed peritonitis. The effluent was cultured on unknown date and the results were escherichia coli (e. Coli). The nurse stated that the peritonitis was due to the patient's gi issues and not any of baxter's products or touch contamination. Patient was started on intraperitoneal antibiotics and then intravenous antibiotics. The patient then had his peritoneal catheter removed because he developed candida and was then started on hemodialysis.

Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation.

Manufacturer narrative:
(B)(4). The baxter alert date has been updated to reflect the date that baxter was notified of a patient infection on (B)(6), 2010. The baxter aware date had been updated to reflect the date that baxter confirmed the diagnosis of peritonitis on (B)(6), 2010.